Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and lead migration was confirmed. The patients lead was relocated and the patient was doing well with good coverage postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6) ; batch: 7142236.